Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2013 (B)(6); 863720 neuro pump implanted: 2007 (B)(6); 8709sc catheter implanted: 2007 (B)(6); 8627-18 neuro pump implanted: 2000 (B)(6); 8709 catheter implanted: 2000 (B)(6). (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The parameters were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.